Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging inaccurate results with her onetouch ultra2 meter in comparison to the control solution range. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014 at 07:00 pm she obtained a result of ¿112 mg/dl¿, which she felt was inaccurate when comparing it to the stated range on her control solution. The patient detailed that her diabetes is usually managed with a combination of oral medication, diet and exercise. The patient claimed that ¿20 minutes¿ after the allegedly inaccurate result, she developed symptoms of ¿abnormal heart beats¿ and that at an unspecified date and time she self -treated by ¿applying cold water¿ and ¿ate salad¿. At the time of troubleshooting, the cca noted that the patient was not able to perform a control solution test. The meter had been set to the correct unit of measure at the time of the inaccuracy. The issue was not resolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a hypoglycemic event after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s meter has been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.